Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra2 meter would not turn on. The patient indicated that the alleged issue started on an unspecified date/time two weeks prior to contacting lfs on (B) (6) 2010. An unknown time after the alleged issue began, the patient claimed that she developed symptoms of shakiness and anxiety. The patient claimed that as a result of the alleged issue, she received treatment. However, the patient was unwilling to provide additional information. She was unable to recall how much time passed from when the symptoms developed in relation to when the alleged issue began. The patient was also unwilling to indicate what specific treatment she received, who provided the treatment, and what date/time the treatment was administered. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.